Event description:
It was reported that the customer was hospitalized with high blood glucose of 389 mg/dl, after the insulin pump became detached from him without his knowledge. It was stated the infusion set was attached to his body and part of it was torn off. Customer's symptoms included sweating and feelings of pain and sickness. The customer was off of the insulin pump at least three hours prior to the emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.